Event description:
The customer states that they are getting error code 1118 ( invalid test result, intercept too low) when running pts samples on the axsym digoxin iii assay. There was no impact to pts mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.